Event description:
It has been reported to philips that the system would not start, and a green light was flashing near the on button. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start. A review of the system log file also confirms the reported problem. Upon functional testing, the fse performed troubleshooting and found network connection was not secure and bios settings were incorrect. To resolve the issue fse secured network connection and configured bios settings. After this, the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.